Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to fields (d9) and to provide an update to field (h3 and h4). The device was evaluated by olympus, and no device problems were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic cystoscopy with laser lithotripsy and ureteral stent insertion procedure, the single-use 200-micron tfl tip¿s fiber was cracked inside the rubber housing that caused the housing to catch fire, due to laser wire being inadvertently bent when exchanging cameras. The procedure, and patient¿s anesthesia were reported to be extended for at least 30 minutes. The doctor was unable to use the laser and intended procedure (stone extraction with a basket) was not completed. The procedure was aborted and rescheduled. The doctor was unable to use the laser and attempted stone extraction with a basket without success. Additional procedure/surgical intervention was reportedly undertaken. Upon further follow-up for the additional surgical intervention, the customer did not reveal further procedural details. There were no pre-existing patient conditions reported. There was no patient/user injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.